Event description:
It is reported that the surface inserter has fractured.

Manufacturer narrative:
The fracture likely occurred due to the incorrect material being utilized for this production lot. This lot has been recalled, see 1822565-05/19/08-001r for additional details. Dimensional reading is conforming to print specification. Material hardness is nonconforming. As returned, the tip of the articular surface inserter has fractured and was not returned for review. The device has a potential field age of approximately 4 years.